Event description:
It was reported that the physician assistant's handheld is not charging. Troubleshooting narrowed the problem down to the serial cable. A new serial cable was provided to the site. It was reported that another handheld was available, so no patients were affected. The serial cable is expected to be returned, but has not been received to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
The handheld serial cable was returned for analysis. Analysis of the serial cable was completed on (B)(4) 2014. During the analysis, it was identified that the serial cable had an open electrical connection in the power plug wire. The cause for the open connection is unknown and could not be identified during the analysis.

Event description:
Additional information was received that the handheld and flashcard were returned to the manufacturer for evaluation. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard and the reported allegation was verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.